Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 400mg/dl. The customer treated with manual injection. Customer indicated that their blood glucose value was 130 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal and the cannula appeared curved. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. The customer wanted to perform the high pressure test but did not have a tubing clamp and was advised to call back when it was received for further troubleshooting.